Event description:
Per (B)(6), this lead was capped during its implant because it got stuck in the atrium and the physician was unable to extract it. The physician chose to cap the lead and implant another pacer lead. There were no adverse pt events reported. Should more info become available, this report will be updated.